Event description:
It was reported that during set up for surgery, the suction tip of the starvac wand separated and fell off. None of the pieces fell into the patient. All pieces were retrieved by the doctor. A back up device was available to complete the procedure and a non significant surgical delay was reported. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. The electrode has a large portion that is missing or broken off. The tip shows excessive wear from use. Product was out of the original packaging. No packaging returned. The device was plugged into the controller and registered settings (1,7). The wand was able to generate plasma with the remaining electrode. The resistance measured at 0.90 kilo ohms. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during set up, the suction tip of the starvac wand separated and fell off. A back up device was available to complete the procedure and a non significant surgical delay was reported. No further complications were reported.